Event description:
It was reported that when the asymptomatic patient presented for follow-up, high capture threshold was observed. At extraction low pacing lead impedance was noted. The lead was explanted and replaced. There were no complications for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.